Event description:
The customer reported that following a diagnostic catheterization procedure on may 17, 1999, a size 6 vasoseal vhd collagen plug was deployed in the patient. During deployment of a second collagen plug, the sheath separated from its hub and the vasoseal vhd sheath remained in the patient's groin. The sheath was removed from the patient's groin with hemostats under fluoroscopy. No further complications were reported.